Manufacturer narrative:
Device evaluation: the evaluation of the returned portion of the driveline confirmed an issue that would have contributed to the reported driveline fault events and pump stop events observed in the submitted system controller log files. Pump stoppages and corresponding low speed advisory/hazard alarms were captured on (B)(6) 2017 lasting approximately 2 or 3 seconds each. These pump stoppage events appeared to be preceded by driveline fault and corresponding yellow wrench advisory alarms. These pump stoppage events occurred while the system controller was connected to the 14v li-ion battery. Another pump stoppage and corresponding low speed advisory/hazard alarms occurred on (B)(6) 2017 at 08:08:28 am lasting approximately 15 seconds, which was associated with driveline disconnected alarms. Approximately 17 inches of the external portion/distal end of the driveline was returned for evaluation. Visual inspection through the bionate layer revealed a fractured black wire approximately 3 inches from the metal connector. Visual inspection of the underlying wires revealed kinked orange, yellow, and green wires adjacent to the metal connector. Further kinking was observed in the brown and red wires approximately 1 inch from the metal connector. Hipot testing of the driveline revealed breaches in the insulation of the brown, yellow, and green wires at the location of kinking, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing. The heartmate ii operates on a three phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. A fracture in the black wire would have been detected by the system controller when comparing wire currents, resulting in the observed driveline fault and corresponding yellow wrench advisory alarms. In addition, if the exposed inner conductors of the black or brown wires made direct contact with the exposed conductors of the yellow or green wires, or the conductors made simultaneous contact with the metal braided shield, the resulting electrical short could have caused the pump stoppages observed in the submitted log file while operating on the 14v li-ion battery. The pump remains in use supporting the patient and no additional events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years a portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that a driveline fault (dlf) secondary to compromise of the black wire had occurred. The patient was asymptomatic. During the analysis of the log, the manufacturer¿s technical services representative reported the log captured the first dlf event on (B)(6) 2017. On (B)(6) 2017, per the patient¿s request the primary system controller was changed. Additional log files were submitted for review with data from (B)(6) 2017 and during the analysis of the log, the manufacturer¿s technical services representative reported that the driveline data continues to show a distal end percutaneous lead (driveline) degradation to one of the percutaneous lead phases. The manufacturer¿s technical services representative reported that the black wire caused the system controller to go into backup mode during the phase interrupter test. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. After the repair, no additional issues were observed. No additional information was provided.